Manufacturer narrative:
Additional information indicated that a revision of the pump was scheduled, so the event is now reportable for a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-jun-30. It was reported that the cause of the motor stall was unknown. Actions taken to resolve the issue included oral supplement medications and scheduled revision of pump. The patient¿s weight at the time of the event was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on (B)(6) 2018. It was reported that the pump replacement was today ((B)(6) 2018) and she does not believe the pump will be sent back to the manufacturer for analysis as the facility¿s have strict protocol for device issues like this. The rep stated post motor stall the doctor refilled the patient¿s pump, stopped the pump and re-programmed it reducing the daily intrathecal dose on (B)(6) 2018 in case the pump stall would recover. The patient heard the affected pump alarm thinking it was eri (elective replacement indicator) and inquired about pump longevity information. Troubleshooting with the rep was performed and they reviewed pertinent information per the caller's inquiries. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 1,500 mcg/ml fentanyl at 584.9 mcg/day. The reason for use was non-malignant pain. It was reported that a motor stall was seen at initial interrogation. The issue occurred on (B)(6) 2018. The patient did not recently have an MRI (magnetic resonance imaging). The caller stated that the last MRI the patient had was in (B)(6) 2018. There was an active motor stall noted and stopped pump period may exceed tube set. Considerations for the motor stall were reviewed. There were no symptoms reported. There were no further complications reported/anticipated.